Event description:
It was reported that, "while preparing to attach head to trunnion, the trunnion scratched. Did not implant a ceramic head but used a metal head. Rep reporting as an incident, however stated there was no adverse consequence, no problems with surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.